Event description:
Reported that approx 12 months post op, the set screw and the rod were detached from the screw. Fusion is not complete. A revision surgery is planned.

Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause of the event.